Manufacturer narrative:
The impella rp was returned to the manufacturer for evaluation. During the visual examination of the returned pump, deformation and damage was found at the struts of the outflow cage, suggesting that a radically compressive force was applied to the struts at some point during the set-up and delivery of the pump to the pa. The cause of this load is unknown, but may have resulted from the tortuosity of the path from the femoral vein to the ivc. Left femoral insertion is cautioned against in the impella rp's instructions for use. A review of the device history records for this device revealed that there had been no manufacturing issues for this pump related to this failure mode. There have been no other complaints for other pumps in this lot relevant to this failure mode.

Event description:
The complainant reported that on (B)(6) 2018 the physician was attempting to place an impella rp in the left femoral artery of a (B)(6) female patient. It was reported that when the impella's distal tip reached the poster anterior pulmonary artery the clinician noticed that the outflow cage and the pigtail were separated from the impella cannula. The remaining portion of the impella rp cannula was removed through the sheath, a snare was employed to pull the remaining outflow cage and pigtail through the sheath. Another impella rp a used and that device was easily inserted without complication. The complainant reported that the patient was successfully supported with the second impella rp that was placed, and that there were no adverse effects to the patient as a result of the reported event.